Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, the most probable cause of the loss of digital visual interface (dvi) output was traced to a component failure due to faulty printed circuit (dp) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.

Event description:
The video system center was returned to the service center with a report of no customer allegation. This does not indicate a medical device regulations reportable event. However, medical device regulations reportable failure was found during testing at the service center. During inspection of the device, digital visual interface output was not found. There was no patient involvement.